Manufacturer narrative:
Device evaluation: the complaint issue was described as cloudy image. The karl storz goleta service department evaluated and documented the following issues with th100 serial number (B)(6) (old serial number (B)(6)). The customer's complaint was verified. The following defects were found: optics are jumpy/binding. Cable leak due to cut/hole. Grasping mechanism does not function properly. Housing serial number/ UDI label is damaged/ unreadable. Zoom knob has corroded/ rusted magnets. Focus knob has corroded/ rusted magnets. The following karl storz goleta service findings are consistent with a cloudy image: jumpy/binding optics, a cut in the cable, malfunctioning grasping mechanism, and corroded magnets on the zoom/focus knobs. Based on the camera's previous repair history it's recommended that the customer reviews their handling/processing methods to ensure they are following approved karl storz protocols. A conclusive root cause could not be determined by karl storz goleta process engineering since the camera wasn't physically evaluated by ks goleta pe. However, the defects documented during the incoming evaluation by karl storz goleta service are consistent with the customer's cloudy image complaint. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "cloudy image" no negative impact in state of health reported.